Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a software registration is not completed error and it appears that they are unable to monitor the patients. Nihon kohden technical support provided the customer with the registration codes and the issue was resolved. Logs were requested for investigation. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a software registration is not completed error and it appears that they are unable to monitor the patients. Nihon kohden technical support provided the customer with the registration codes and the issue was resolved. Logs were requested for investigation. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a "software registration is not completed" error and it appears that they are unable to monitor the patients.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was getting a "software registration is not completed" error and it appeared they were unable to monitor the patients. Nihon kohden technical support provided the customer with the registration codes and the issue was resolved. No patient harm or injury was reported. Investigation summary: "software registration is not completed" is an error message that is displayed during the boot up procedure. This occurs after the user has bootup into windows and is attempting to start the cns application. The cns application requires valid registration codes to properly register the device for use. Once a valid registration code has been applied, the user will then be able to boot into the cns application. There, the user can then setup the device as appropriate and begin monitoring patients. For the registered device, the registration code can be lost after the device has been in storage for an extended period, or after a hard drive replacement. There is no indication that the device had malfunctioned. Service history for this serial number shows no subsequent reported events related to the error message.